Event description:
It was reported that the patient has had episodes that include "totally lightheaded, like going to pass out, pressure in his chest and turns pure white". Patient had a discussion with his physician and understands that nothing is wrong with him. Patient questioned why the device does not detect the problem. The patient's wife also mentioned that she was thrown off the bed when she was in contact with the patient and he received a shock. It was additionally reported that the device had premature battery depletion due to programmed high lead outputs. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient has had episodes that include "totally lightheaded, like going to pass out, pressure in his chest and turns pure white". Patient had a discussion with his physician and understands that nothing is wrong with him. Patient questioned why the device does not detect the problem. The patient's wife also mentioned that she was thrown off the bed when she was in contact with the patient and he received a shock. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.